Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. As the md was inserting the iab through the sheath, it became stuck; only the tip went through the sheath. As a result, another iab was opened to complete the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.